Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03018. It was reported the patient's scs system leads exhibited invalid impedances. Troubleshooting and reprogramming was not able to resolve the issue. Consequently, surgical intervention was taken, during the procedure the physician observed one of the leads had broken into two segments. The physician attempted to explant the lead but was unable to remove the upper part of the lead. Instead, the physician then attempted to place another lead but was unsuccessful. The physician decided to remove the patient's entire scs system with the exception of the broken portion of the one lead.